Event description:
Information was received indicating that prior to operation, the balloon of a smiths medical tracheostomy/pvc - portex tubes pdt grigg cannula was not able to be inflated. It was also reported that after placing the cannula on the patient, the balloon cannot be inflated, and a leak was found in the balloon when it was removed and checked. No adverse effects were reported.